Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a tecnis multifocal intraocular lens (iol) was implanted into the patient¿s left eye. The patient was unable to tolerate it. Both distance and near vision at one month was 20/70. The patient is monocular, so this wasn¿t something she was able to try to wait out. The iol was explanted lens was replaced with a non-johnson & johnson monofocal lens. Additional information states vision progressively worsened over one month to 20/70 best corrected visual acuity (bcva) at near and distance. One-month post explant/exchange the patient is happy with 20/20 uncorrected at distance and 20/20 at near with correction. It was also noted, in order to explant the multifocal lens, the patient returned to the operating room (or) where the main wound was reopened and enlarged, the former lens was cut out using the pac-man technique, and the new monofocal lens was implanted. No patient injury was reported. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation was not performed as the lens was not returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.